Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse replaced the drive manifold assembly and the pneumatic assembly. Once replaced, the fse was able to complete all diagnostic and performance tests with no further issues. The pm was completed on and iabp unit was approved for clinical use and returned to the user. The full name of the event site listed is (B)(6) hospital. The initial reporter named getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during a preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that the iabp unit would not pass the drive manifold leak test. There was no patient involvement, thus no adverse event was reported.